Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). The lesion was located in the left popliteal. Access was gained retrograde/crossover with a 6f lesion in the poplitea left. Access retrograde/cross over, via 0.018 wire, through a 6f sheath. At the popliteal lesion the red security button was removed completely and the stent began to deploy. After deploying 1-1.5 cm of the entrust stent, the small wheel for deploying blocked. The golden catheter came out of the handle - where the security tab was located. The customer disassembled the handle to deploy the stent, but it would not work. As a result the catheter with the partially deployed stent had to be removed from the patient. However, the stent became stuck in the common femoral (healthy tissue) and deployed. No further intervention required, the procedure was extended by more than 30 minutes. Evaluation of the returned device on august 14, 2015 found the catheter was separated from the handle assembly. The reported deployment difficulty has been confirmed.